Event description:
Additional information was received. During a follow up visit, the device was reprogrammed to a single-shock disabling the proximal shock coil. Acceptable shock impedance measurements were obtained. An x-ray performed did not reveal any evidence of a lead fracture or connection issue. Shock conversion testing was successful with 26 joules. A decision was made to lead this lead and device implanted and further monitor.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. Should additional information be come available, this event will be updated.

Event description:
- -

Event description:
Boston scientific received information that this right ventricular lead and device displayed a high out of range shock impedance measurement. The measurement has been out of range since implant two years earlier. A save to disk was provided to technical services for their review. No adverse patient effects were reported.